Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 700 ml. Flow rate, procedure, cath place: na. Patient contact: no. (Reference: (B)(4)). When filling, found the pumps had leaked out almost all of their contents into the bag. Pumps were locked and set at "0." These pumps are identified as pumps #6 and 8 in medwatch uf/importer report #: (B)(4). Pumps are filed together on this report since there are no unique identifiers for these devices.

Manufacturer narrative:
Method: the actual devices involved in the incident were returned for evaluation and investigation. A visual examination and functionality test were performed on each device. A review of the device history record was conducted for the lot number reported. The device lot met manufacturing specifications prior to release. Results: no leaks were observed during priming or pressurization. Dye was injected and the pumps were monitored for four hours and no leaks were observed at any location. A 2nd test was performed. The pumps were filled with saline to 700 ml, pressurized and monitored for 17 hours. No leaks were observed. Conclusions: the complaint was not confirmed. The devices were evaluated and the alleged failure could not be duplicated. Information from this incident has been included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. (B)(6). (B)(4).